Event description:
The reporter stated the surgeon inserted an aq2003v three piece silicone lens. Haptic and lens noted to be torn after lens was inserted into eye. The incision was enlarged to remove lens and suture was required. Reporter stated, it was due to loading error by tech.

Manufacturer narrative:
(B) (4). (Incision sutured). (B) (4).